Event description:
The customer reported an incident of a patient having three episodes of clotting during treatment in 2006 on two different phoenix machines (refer also to MDR 9616240-2006-00429). The pt's blood was not able to be returned to him during any of the three attempted treatments due to the clotting. The pt lost a total of three circuits of blood for an estimated loss of 540 cc of blood.